Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to remove medication. A field service engineer inspected the device, found the auxiliary drawer with a dead drawer board tripping power supply, replaced the faulty drawer board, verified proper operation in hardware test application (hta) and application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary would not turn on despite all sockets were working and users were unable to remove medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.